Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not working but customer could not provide specific details. Subsequently, the customer went to the emergency room (ER) with blood glucose of 382 mg/dl and small ketones. The customer was treated with intravenous (IV) fast-acting insulin, IV fluids, and zolfran. The customer was released 5 hours later with bg of 400 mg/dl. While in the ER, recommendation was made for customer to administer manual injections every 2 hours as the customer still did not feel well. Reportedly, the customer felt stable after administering manual injections and resumed using the pump for insulin therapy without further issues.